Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-82 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. This is an ancillary service event. Functional testing identified an f_82 alarm. The cause of the f-82 alarm was determined to be a damaged central processing unit (cpu). The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a supplemental report will be submitted.